Event description:
It was reported to baxter (B)(4) product that the fill port cap was noted to be missing from one (1) ce infusor lv 5 device. This was observed prior to product use and there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: missing condition confirmed. Visual examination of the unit confirmed the fill-port cap to be missing. Investigation of the manufacturing process showed the root cause of the complaint condition was due to operator error during the manual fillport cap assembly process. In an attempt to bring awareness to all applicable manufacturing operators. A batch review has been conducted which revealed product met all acceptance criteria for release.